Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. Reportedly, the cartridge was filled with 250 units of insulin. Subsequently, the customer reported using 25 units to perform fill tubing and did not observe drops coming out of the end of the tubing during the fill tubing sequence. The customer's blood glucose level was 87 mg/dl. Reportedly, the customer loaded a new cartridge successfully.